Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebp1486 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017, the PICC was inserted on (B)(6) 2017, using sherlock tcs. The tip position was confirmed using the sherlock device with a small p wave elevation only and no xray was required. On (B)(6) 2017, an xray was ordered for a possible non-related issue and the tip of the PICC was found to be in the ivc. The healthcare professional ordered to pull back the PICC by 8cm.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the tip of the PICC was in the ivc was confirmed from a medical imaging report, but the exact cause of the reported event was not identified. Three images were provided for investigation. The first image showed two separate waveforms that were labeled external and intravascular. The date on the page was (B)(6) 2017. The exit site marking was listed as 3cm and the trim length was 44cm. What appeared to be a p-wave, consistent with the image in the IFU, was present on the intravascular scan. The second image, dated (B)(6) 2017 14:16, contained a radiographic image accompanied by a medical imaging report. The reported stated, ¿right-sided PICC line tip is likely within the ivc and is should be retracted by approximately 8 cm.¿ the third image, dated (B)(6) 2017 12:29, contained a radiographic image accompanied by a medical imaging report. The reported stated, ¿comparison is made with previous chest radiograph from (B)(6) 2017 (16:19 hrs). Interval alteration in position of the right-sided PICC with its tip now likely within the upper svc (previous chest radiograph demonstrates PICC crossing the midline and likely within the left brachiocephalic vein.) It was unknown if the PICC malposition occurred during or after the placement procedure. It was unknown if the PICC securement and dressing technique or any complications associated with the clinical setting were factors in the reported event. It was unknown if the stylet was in the correct position within the catheter. The IFU states, ¿prior to insertion, ensure that the stylet tip is contained inside and within the catheter but not more than 1 cm from the trimmed end of the catheter.¿

Event description:
It was reported that on (B)(6) 2017, the PICC was inserted on (B)(6) 2017, using sherlock tcs. The tip position was confirmed using the sherlock device with a small p wave elevation only and no xray was required. On (B)(6) 2017, an xray was ordered for a possible non-related issue and the tip of the PICC was found to be in the ivc. The healthcare professional ordered to pull back the PICC by 8cm.